Manufacturer narrative:
Under european law and the (B)(4) data protection act 1998, patient information is considered confidential and will not be released by the hospital. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the fresh gas control disappeared from the screen. It was subsequently noted that the patient exhibited signs of inadequate depth of anesthesia. There was no reported patient injury.

Manufacturer narrative:
Non-destructive testing was performed on the e-gas module and was able to duplicate the scenario of increasing agent concentration to 7-8%, causing the gas module to drop out the agent waveform and incorrectly identify the anesthetic agent type. With the faulty e-gas module, the et control fresh gas sample check detected a mismatch and automatically transitioned to fresh gas mode. The aisys system logs show the clinician used the fresh gas agent concentration, oxygen concentration, and flow settings to maintain the patient's level of anesthesia.